Event description:
It was reported that the patient was scheduled to undergo device explant due to an infection. Further follow-up revealed that the infection was present at both the generator and lead sites. Both the generator and lead were explanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.